Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting technical support, which then provided guidance on resetting the pump and reloading the cartridge. The issue did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the malfunction code reappeared.